Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the failure to deploy the suture; however the additional treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with 2 proglide devices, using a pre-close technique, via a 6fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, as the needle plunger was pulled the suture was never exposed. In fact, the sutures for both devices were not exposed upon removal of the device. The sutures probably did not descend meaning when deploying the needles by pushing on the plunger assembly it was not confirmed that the collar of the plunger made contact with the proximal end of the body. The sheath was upsized to 19fr and the aaa procedure was completed. A proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.